Event description:
Reference number: (B)(4). Event occured in united states. It was reported that the patient experienced an infusion set serter issue on (B)(6) 2026, as the customer stated that spring did not engage when 'buttons' were pushed, indicating a serter problem. The patient replaced infusion sets and resumed insulin successfully. No further information is available.